Manufacturer narrative:
The exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Impella cp was inserted via the left femoral artery in an 81-year-old male patient for protected percutaneous coronary intervention (ppci). The patient¿s clinical state prior to initiation of support was reported as society for cardiovascular angiography and interventions (scai) shock stage d and required inotropic support, vasopressor therapy, and respiratory support. The patient¿s comorbidities were not reported. The purge solution consisted of 5% dextrose in water with 25 meq sodium bicarbonate. During impella cp support, red-tinged urine was observed with increasing lactate dehydrogenase (ldh), concerning for hemolysis. Multiple attempts at device repositioning were performed; however, the urine discoloration persisted. Bedside echocardiography was utilized to assess device position and confirmed appropriate placement of the impella cp. At the time of the event, the device was functioning as intended at performance level p-8 with flows of approximately 3.0 l/min, motor current mean of 732 ma, purge flow of 15.1 ml/hr, and purge pressure of 425 mmhg. No device alarms, interruptions in support, or device malfunctions were reported. Due to the patient's underlying critical illness and poor overall prognosis, a decision was made to withdraw care. The patient subsequently expired. Based on the available information, the impella cp functioned as intended throughout support. The reported red-tinged urine and increasing ldh may be consistent with hemolysis occurring during impella support; however, the device position was confirmed as appropriate by echocardiography and no device malfunction was identified. The patient's death is conservatively being reported on the impella cp due to the inability to conclusively dissociate the product from the patient outcome.

Manufacturer narrative:
B1 product problem was omitted.